Event description:
It was reported that the user maladapted meal announcements by relying on the ¿less than¿ option for dinners, leading to hyperglycemia while using ilet with 23-inch teflon infusion sets and a g6 cgm. A factory reset was recommended and subsequently completed with insulin delivery resumed. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no emergency treatment or hospitalization. Investigation included review of device data and user-reported blood glucose history, confirmation of out-of-range highs, and guided troubleshooting culminating in a factory reset. Investigation of this case revealed user-driven dosing behavior inconsistent with intended meal announcement use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices.